Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported before use the bd ultra-fine¿ insulin syringe had foreign matter on device cannula/in fluid path. The following information was provided by the initial reporter: the customer stated "a liquid was found in the barrel."

Manufacturer narrative:
H.6. Investigation: customer returned (1) loose 3/10cc, 12.7mm syringe. Customer states that a liquid was found in the barrel. The returned syringe was examined and a clear droplet of material came out of the cannula when the plunger rod was fully depressed. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis shows that this material is most likely polypropylene. A review of the device history record was completed for batch# 9294643. All inspections and challenges were performed per the applicable operations qc specifications. There were three (3) notifications [200858396, 200858597, 200842714] noted that did not pertain to the complaint. Process summary: automatic syringe assembly machine, which feeds 0.3ml, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. DHR, l2l dispatches, logbook entries were looked at, nothing was found pertaining to this defect. There were zero (0) notifications noted that pertained to the complaint. Root cause for this defect cannot be determined. H3 other text : see h.10.

Event description:
It was reported before use the bd ultra-fine¿ insulin syringe had foreign matter on device cannula/in fluid path. The following information was provided by the initial reporter: the customer stated "a liquid was found in the barrel."